Manufacturer narrative:
H3: one device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was intermittently giving false air in line alarms while being used on patient and the same cassette works okay on other pumps. There was patient involvement and unknown of any adverse health effects.